Event description:
Product information was received.

Event description:
Additional information was received that the death was not related to vns. The patient was declining very quickly and vns was a last stitch effort to save her life. Vns in no way contributed to her death.

Event description:
It was reported that the vns patient passed away. It was reported that the cause of death was status epilepticus. It was reported that the patient passed away approximately 2 weeks after initial vns system implant prior to having the device programmed on. The patient was not receiving vns therapy at the time of death. The relationship of the death to vns is unknown. It is unknown if any autopsy was performed. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Manufacturer narrative:
.